Event description:
On (B)(6) 2012, the reporter claimed the patient had blood glucose excursion as high as 250 mg/dl upon waking up and as low as 50 mg/dl possibly with symptoms of lethargy and dizziness due to the alleged date/time issue. For the alleged low blood glucose the patient took juice and for the alleged hyperglycemia the patient took bolus insulin to abate the symptoms and blood glucose. The patient's blood glucose resolved to her normal range for both incidents. Reportedly, for the past 1-2 months, she had to reset the date and time randomly. The reporter indicated that the incorrect rates are running due to the incorrect time/date. The issue was not resolved with troubleshooting. The reporter claimed that the animas pump has a date and time reset issue after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. This complaint is being reported due to possible use error and because the patient had low blood glucose and symptoms that can be suggestive of an acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box verified that the pump was returning to default time and date which caused the daily insulin delivery totals to appear inconsistent. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.